Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications performed bicarbonate buffer test; sensor passed with accurate readings.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 417 mg/dl at the time of the call. The customer stated that they were sitting down watching their son's softball game and their readings read low but fifteen minutes later the blood glucose read high again. The customer had two calibration errors and change sensor alert. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.